Event description:
The surgeon was performing a unicondylar knee replacement with the robotic arm interactive orthopedic system (rio). During the procedure, the surgeon was unable to register the tibia using the rio. The surgeon determined that the proper course of action was to complete the surgery using standard manual technique with another company's unicondylar knee implant.

Manufacturer narrative:
The results of the investigation revealed that the root cause for the failed tibial registration was due to user error. The acquisition of the knee center landmark with the rio was not completed as prescribed in the system's instructions for use.